Event description:
It was reported by the customer, partial rupture/breakage of the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged catheter is confirmed; however, the exact cause is unknown. Two photographs of a 4 fr single lumen powerpicc solo were returned for evaluation. An initial visual observation of the photographs showed a damaged powerpicc catheter. A split in the catheter tubing was observed near the 11 cm length marker. No details of the split could be seen in the returned photograph. Use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Manufacturer narrative:
Espite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer, partial rupture/breakage of the catheter. No other information was provided.